Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with loss of ventricular capture. The pulse generator was reprogrammed, and the lead remained implanted.